Event description:
It was reported that the patient with this artificial urinary sphincter (aus) presented recurring incontinence. It was determined there was an osmotic leak in the balloon. The balloon was explanted and replaced. There is no additional information reported.